Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to bacteremia and cied system/pocket infection. Both leads were reportedly implanted in 2001. Spectranetics lead locking devices (lld ez's) were inserted in each lead to provide traction to aid in extraction. The physician began by using a spectranetics 12f glidelight laser sheath, but there was minimal progress. The physician chose to upsize to a 14f glidelight device, the to a spectranetics 11f tightrail rotating dilator sheath, then to a 13f tightrail device and finally to a 16f glidelight device. Multiple devices were used due to significant calcium present within the vasculature, and due to ''snowplowing'' of the leads, in which the outer covering of the lead bunches up and advancing over this area can be difficult. While the physician was using the 16f glidelight device, the patient's blood pressure dropped. Rescue efforts began immediately, including a rescue balloon and sternotomy. The surgeon had opened the chest within two minutes and a superior vena cava (svc)/innominate injury was discovered. Despite repair efforts, the patient did not survive the procedure. The physician stated to the philips representative that the tear extended from the innominate vein through the svc. There was no alleged malfunction of any spectranetics device in use during the procedure.